Manufacturer narrative:
It is very possible that the catheter failed due to excessive movement underneath the dressing that led to premature failure of the catheter. Adhesive residue is present for a length of eight centimeters suggesting that the portion of the catheter tubing external to the insertion site was coiled under the dressing making it likely that movement was taking place amid the coil of tubing. Proper trimming and securement of the catheter is necessary to realize the full life of the catheter. The catheter performed as expected for more than one month. It is reasonable to conclude that this premature catheter failure is not the result of manufacture.

Event description:
Reportedly, while infusing medication via PICC, to keep patient's patent ductus arteriosus (pda) open, a hole was found in the catheter below the large plastic hub.